Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad began to be partially detached. The device was used for about 4 hours and the blade was cleaned after each actuation. No error code was displayed. The nurse commented that the tip of the blade seemed to be easy to get burned. Another device was used to complete the procedure. There were no adverse consequences for the patient.